Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2010-81149.

Event description:
The customer called to report high blood glucose levels. The customer stated that she removed the reservoir from the insulin pump, and noticed that insulin leaked into the reservoir compartment. Troubleshooting was performed. The customer had been vomiting and drinking lots of water. The customer also had moderate ketones. The customer did have someone with her to take her to the emergency room. Advised the customer to call back for further troubleshooting after returning from the emergency room.